Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported blood leak during implant could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number mlp-043630, and no further events have been reported at this time. Although the cause of the report blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records for mlp-043630 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas (left ventricular assist system) IFU (instructions for use) rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad (left ventricular assist device). Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the patient's thoracotomy implant while drying up, the apical cuff seal appeared to leak. The pump was lifted up and the leak was confirmed. The pump was repositioned which slowed the bleeding down tremendously but got worse as the pump was manipulated by lifting it up. After the pump was connected to the apical cuff, the leaking stopped but started again every time the heart was lifted using the pump. The pump was repositioned in the chest and anticoagulation was reversed. Chest tube drainage was minimal upon leaving the operating room. It was noted that the patient had bleeding complications prior to implantation and was on the impella 5.5 for 29 days. The patient was given factor vii as they had a known deficiency. There were no alarms. The pump operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.